Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample has not been received, but was reported to be available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). In the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). The directions for use (dfu) (pn 1304266, rev. F) clearly provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
The nurse reported catheter break upon removal. When she was attempting to remove the 2nd catheter she pulled "pretty hard" and it broke under the patient's skin. The md made a small incision and removed the entire catheter with the tip intact, then sutured the incision closed. The nurse reported noticing that both catheters had kinks in the them. She felt intermittent resistance with removal of the first catheter, but was able to remove the catheter without much difficulty. She did not report any patient complications otherwise. The catheters were secured with steri strips and a tega-derm.